Manufacturer narrative:
(B) (4). (B) (4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the hand piece worked for a while and then the blade seized and stopped totally. The procedure was successfully completed with a second like device with no adverse patient consequences.